Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the 3.25 mm wolverine was replaced by 3.5 mm as it was ruptured at 6 atm. Subsequently, 3.5 mm was used during dilatation to complete the procedure. The devices were removed from the patient's body without problem and no resistance felt. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the 3.25 mm wolverine was replaced by 3.5 mm as it was ruptured at 6 atm. Subsequently, 3.5 mm was used during dilatation to complete the procedure. The devices were removed from the patient's body without problem and no resistance felt. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located in the severely calcified right coronary artery.